Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that the patient had pain from the initial implantation of an elbow prosthesis 4 months prior. The surgeon analyzed that the prosthesis was overstuffed and had created pain on the humeral cartilage. Revision was performed with a mopyc head small, neck medium and stem small. Surgeon had difficultly to remove cement from bone shaft, but after this step implantation of the mopyc was easy.